Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 11 october 2019 for MDR reportability. On (B)(6) 2013, the patient underwent total left knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening, swelling, instability, laxity, and pain. The surgeon indicated villonodular synovitis, consistent with a loose implant. He reported the tibial component was removed by hand and loose, de-bonded from the cement mantel at the implant/cement interface. No concerns were offered regarding the femoral and patellar components, and they were not revised. The patient was implanted with attune tibial components and depuy cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2013; dor: (B)(6) 2018; (lt knee).